Manufacturer narrative:
A review of the device history records indicates that the reported devices were manufactured and accepted into final stock with no reported discrepancies. The complaint history review indicated that there were no similar events for the reported lot. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported that, during a tha, when a nurse was opening the blister package, the tyvek sheet was delaminated. A spare was used instead.

Manufacturer narrative:
An event regarding alleged packaging issue involving a hip screw was reported. The event was not confirmed. Method & results: -device evaluation and results: the blister tray was returned with the opened tyvek sheet partially attached on one of the edges along with all the labels. Refer attached picture. -clinician review: no medical records were received for review with a clinical consultant. -device history review: review of the device history records indicates that all devices were manufactured and accepted into final stock with no reported discrepancies. -complaint history review: there have been no other events for this lot. Conclusion: the alleged event could not be confirmed nor the exact cause of the delaminated tyvek could be determined. No issues with the packaging seal were observed as inspected by the packaging sme. The packaging sme stated "after reviewing both the pi and the blister itself, there is no obvious evidence that the blister package was improperly sealed. Specifically, no sign of over-sealing (translucent seals, warped flanges) were observed that that may potentially lead to separation of the tyvek material from itself." If additional information becomes available, this investigation will be reopened.

Event description:
It was reported that, during a tha, when a nurse was opening the blister package, the tyvek sheet was delaminated. A spare was used instead.